Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
It was reported the patient was unable to connect to the ipg after an rf ablation. The system was not placed into surgery mode. An abbott representative performed a recovery and therapy was restored.